Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was unresponsive and the pump battery was depleting quickly. Additionally, it was reported that there was unknown malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. The customer declined to provide additional information regarding the issues.

Manufacturer narrative:
B5: it was reported that the wake button and touchscreen were unresponsive and the pump battery was depleting quickly. Additionally, it was reported that there was unknown malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. The customer declined to provide additional information regarding the issues. Add code: 1559 b5: it was reported that the wake button and touchscreen were unresponsive and the pump battery was depleting quickly. Additionally, it was reported that there was unknown malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. The customer declined to provide additional information regarding the issues.

Event description:
It was reported that the wake button and touchscreen were unresponsive and the pump battery was depleting quickly. Additionally, it was reported that there was unknown malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. The customer declined to provide additional information regarding the issues.